Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. In 2009, initial result gave 11.2; value was questioned and testing repeated. Repeat result was 10.1. Two days later, a new sample was obtained from the pt, and gave result of 8.9. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 11.2/repeat 9.9. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 11.4/repeat 9.2. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 10.8/repeat 9.3. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 11.2/repeat 9.8. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. In 2009 initial result gave 12.2; repeated in the next day gave 10.2. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 10.9/repeat 9.2. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 12.0/repeat 10.5. Pt was not treated based on the original calcium results reported.

Event description:
User experienced issues with calcium results for 9 pt samples. A physician questioned the results and the samples were repeated on another analyzer. Unit of measure = mg per dl. The date/s of the initial and repeat result for the following pt samples were not provided. Initial 10.8/repeat 9.8. Pt was not treated based on the original calcium results reported.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch, and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.

Manufacturer narrative:
The field service representative found the cleaner bottle empty with no alarm being generated and the probes were not being washed properly as a result. Additionally noted, there was a problem found with the float switch and replaced the float switch in cleaner reservoir. He pulled the float switch from the cleaner bottle to verify the low level alarm was coming on, and ran controls and pt samples to verify analyzer performance.